Event description:
In 2004 pt underwent right total hip replacement with minimally invasive two incision approach for treatment of advanced osteoarthritis of right hip. Suspect medical device was inserted during surgery. The following day physician attempted to remove the tubing/drain portion of the device that was inside the pt. He made several attempts to pull the tubing/drain using steady, gradual, careful traction. The drain broke in two and the proximal tip stayed in the hip wound. The pt was taken back to surgery for surgical removal of the retained piece of tubing/drain. The anterior incision was opened and the piece of retained tubing/drain was easily palpated just at the fascial split between the sartorius and tensor. The retained piece of tubing/drain was removed easily. He could not tell whether the tubing/drain had been caught in a suture but it came out easily without any traction or removal of deep sutures. The physician elected not to go deep into the hip joint for further exploration. Pt was dismissed from reporting facility 3 days later. Inspection of reporting facility's inventory shows the device came from one of the two lot numbers in stock at the time of the event: either 76c00722 or 76c00723.